Manufacturer narrative:
Continuation of medical device: 402452 lead implanted:(B)(6) 1999.

Event description:
It was reported that right atrial (ra) lead had dislodged. The ra lead exhibited no capture, low impedance and undersensing of p-waves. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.